Event description:
Information was received indicating that the patient arrived at the oncology center for infuser withdrawal and stated that the "infuser beeped an hour earlier than expected". The reporter indicated that when restarting the pump, using smiths medical cadd cassette reservoir, it exhibited "no reservoir pump it does not work". The reporter also indicated that, after the patient shut off the pump and went to the hospital, the nurse noted that the pump was turned on and 1.7 ml was missing. In addition, the reporter also indicated that the pump was replaced but the same error message appeared. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one photo showing a plastic bag with a label and one smiths medical cadd medication cassette reservoir in used condition without its original packaging were returned for analysis. Visual inspection of the cassette showed no discrepancies. Functional testing involved connecting the sample to a cadd legacy plus pump to look for unusual functions. The investigation found that the sample connected and primed fully with no difficulties and when the pump was set to run, no alarms were activated. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.